Event description:
Revision of equinoxe shoulder components. This event was reported through clinical data collection and the reason for the revision was not reported but the surgeon indicated that it was device related.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific identification information was not provided, precluding a review of the device history record.